Event description:
The pt was implanted with vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt was urgently admitted to the hospital for power limit advisory, red heart alarms and occasional steady audible tone alarms. Although it is unclear whether the device stopped, it was reported that hand-pumping was initiated and the patient stabilized. While at the hospital, the system controller was exchanged with no resolution to the alarms. An echocardiogram (echo) was performed and inotropes were initiated. A vent filter sample submitted to the manufacturer for analysis showed evidence of follower bearing wear. The hospital made a decision to exchange to lvad with another lvad due to evidence of device end of life.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.